Event description:
A customer stated the snap closure on an I-stat e3+ cartridge is difficult to close. There was no report of any injury associated with the complaint.

Manufacturer narrative:
There is a component on the cover of the cartridge called the snap closure. The snap closure creates an airtight seal necessary for proper fluid movement within the cartridge. The closure ensures the calibrant and sample remain contained within the cartridge during the testing cycle and subsequent disposal. The user is instructed to fold the snap closure over the sample well and to press the rounded end of the closure until it snaps into place after a loading sample. The snap closure remains in place by a latch hook. In the case of this product issue, the snap closure was hard to close and/or did not remain closed. An investigation identified an assignable cause for the issue; a non-optimal dimension of the snap closure mechanism. It was found that when the dimension of the latch hook is closer to the lower end of the specification, more force is required to engage the hook with the underside of the cover than when it is toward the upper end of the specification. Consequently, the probability is higher that a force is generated upon closure of the latch that is large enough to deform the plastic where the hook must engage with the underside of the cover. Once the plastic is deformed, the snap closure cannot close or will not remain closed.